Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2011 - the pt underwent a "reventral hernia repair" in which a composix kugel hernia patch was implanted. On (B)(6) 2012 - following the procedure that was done in (B)(6) 2011 the pt had numerous complications including severe pain and abdominal wall recurrence necessitating explantation of deformed mesh, lysis of adhesions. It was about this time that the pt discovered he had a defective mesh. The operative report mentioned that "division of the fascia revealed the underlying mesh to be deformed, contracted and pulled away form the abdominal wall. The mesh was folded under bilaterally resembling a taco configuration." The attorney's report alleges disability, pain and suffering, deformed/defective mesh, explant.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. Medical records have not been provided. We have, however, contacted the initial reporter to request additional information and if available, to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all pt, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.